Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a lost sensor alarm. The customer's blood glucose was 305 mg/dl at the time of incident. The customer also reported they had a low blood glucose event that led the customer to lose consciousness. Customer also reported biting their tongue during a seizure they experienced. The customer's blood glucose was under 50 mg/dl at the time of incident. The customer reported the low blood glucose event was caused by the settings on the insulin pump needing to be adjusted. The customer declined to return the insulin pump for analysis.